Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a partial lead (only connector portion) was returned in one piece. Unable to perform impedance test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the atrial pacing lead impedance had been trending below normal range. The patient was scheduled for a routine generator change and the physician elected to cap the lead during this procedure. The lead was capped (B)(6) 2019 and replaced. The patient was stable before, during and after the procedure.